Event description:
Device malfunction: none. Symptoms/ae: neurological deficit. Time of malfunction/ae: after the procedure. It was reported that one day post a right internal carotid artery stenting procedure, the patient had some mild facial paralysis, right eye opened greater than left. The condition is listed as continuing unchanged. One day postprocedure, the patient was discharged to home. There was no additional information provided.

Manufacturer narrative:
Study report. The device remains in the patient. The lot number was provided. Neurological deficit is a known possible adverse event associated with the use of the device as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.